Event description:
Event date: 2023-12-18: caller reported svc impedance in range (rv 59 ohms svc 91ohms) prior to upgrade case. Through new cobalt generator, caller reported no impedance measurement for svc vector. It was discussed this was due to either lead-device connection issue or a fracture of svc connector during case as device cannot get a valid svc impedance post case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).